Event description:
It was reported the patient's ipg gets hot and the site is swollen. The patient states the ipg site is hot with simulation on and off. The patient plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.